Event description:
It was reported that the spider tenet had a problem with the ball joint that was not flexing properly, causing it to be stiff. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the dumbbell joint was stiff. The joint was disassembled. Striation markings were noted on the pressure rings. The complaint was confirmed and the root cause has been associated with damaged pressure rings. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.